Event description:
The customer reported to olympus, that the bending section cover of the evis exera ii ultrasound gastrovideoscope was leaky. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, it was found that there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the forceps elevator lever, the up/down knob could not be locked securely; the air/water cylinder had discoloration; switch 1 had a cut; the scope body had a crack; due to damage on the acoustic lens, water tightness was lost; due to damage on acoustic lens insulation resistance value did not meet the standard value; due to damage on ultrasonic cable, the number of missing element exceeded the standard value; due to damage/chip on acoustic lens displayed the ultrasound image was defective; the distal end was deformed; the adhesive on bending section cover had a chip; the connecting tube had coating peeling; due to wear of angle wire, the play of up/down knob was out of the standard value; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; due to wear of angle wire, bending angle in the down direction did not meet the standard value; due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value and the universal cord was buckling. Additionally, the following parts were observed to have scratches: the scope body and cover, grip, and the forceps elevator lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the acoustic lens was confirmed. The cause of the damaged acoustic lens was attributed to physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.